Event description:
It was reported that during a lobectomy procedure, the surgeon reported that when they fired the stapler on the pulmonary vein, it did not staple. The patient lost approximately 1200cc's of blood. So there was considerable suctioning while attempting to control blood loss. Case completed with clamp, cut and tie.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the tissue transected/cut prior to examining the staple line? It is unknown. No one from the case can recall this detail. Were there staples visible? No. If there were visible staples, what was there appearance? Not known. The analysis results showed that the tlv30 device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.